Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported "extracapsular fluid surrounding the implant" and "right breast implant contracture" baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on posterior and radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: observed stress marks on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional later reported "extracapsular fluid surrounding the implant" and "right breast implant contracture" baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade IV; extracapsular fluid surrounding the implant.